Manufacturer narrative:
On 6/4/2019, (B)(4)'s regulatory department made contact and spoke with (B)(6) at (B)(6) hospital. It was verified with (B)(6) that the contact information on the wheelchair was (B)(4)'s, therefore confirming that the breezy ec4000 was distributed by (B)(4). An update was asked of (B)(6) regarding the hospital volunteer's condition and she reported that the volunteer was going to be okay and did receive the appropriate medical attention that was required to treat the injury. There was no allegation of malfunction or defect made against the wheelchair. However, (B)(6) did state that the chair has been discarded and is no longer in use. (B)(6) at (B)(6) hospital was made aware that the breezy wheelchair owner's manual does state on page 12, section a: opening and folding this chair, which reads: "never let your fingers come between the seat rail and the frame rail when you open or fold this wheelchair. Doing so may cause a pinch or crush type injury." Since the chair was discarded and there was no allegation of malfunction or defect made by (B)(6) hospital, (B)(4) considers this an accidental and isolated incident. No further investigation will be performed by (B)(4) at this time. (B)(4).

Event description:
Per (B)(6) at (B)(6) hospital, on (B)(6) 2019, they had a volunteer who was moving a wheelchair. The volunteer noticed the seat was not completely flat. She then attempted to flatten the seat using her hands but that did not work so she decided to sit on the seat. When she sat down onto the seat sling, her hand was hanging next to her and her pinky finger on the right hand got caught between the seat rail and saddle. Due to her finger getting caught, it was amputated. The volunteer had to receive treatment that involved surgery.